Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11july2019. Field service engineer fse replaced the blower and flow valve assembly to resolve the reported issue. Focus blower assembly and flow valve assembly were returned for evaluation. The root cause for the reported issue is due to a broken white wire inside the insulation tube which generated a error code. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer contacted technical support (ts) stating that unit had an error code message of over pressure condition. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.